Manufacturer narrative:
Follow up information 4/21/2016 it was reported that multiple malfunction alarms occurred. The customers blood glucose level was impacted (450 mg/dl). The customer took a manual injection to stabilize bg level. It was indicated that the malfunction alarm was cleared by the customer prior to contacting tandem technical support and that would continue to be used until the replacement arrives. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was impacted (320 mg/dl). The customer changed supplies and a system check could not be performed due to malfunction alarm. In addition, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose level was not impacted due to the malfunction alarm. Reportedly, the customer stated that prior to the malfunction alarm the display would not turn on when the button was pressed. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
Occlusion alarms-no failure detected.